Event description:
It was reported on product quality report #2000-0058391 that there was a problem with (2) tr35b cartridges. It was reported by the rep that the (2) tr35b were used during an unknown procedure and that the devices had no staples. The (2) tr35b devices were discarded. There was no pt consequence.